Event description:
The complaint was reported as: the device will no longer nebulize. No pt injury reported.

Manufacturer narrative:
The results of the device evaluation are not available at the time of this report.